Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. There was fluid leaking from the hemostatic valve after the dilator was introduced. The carto vizigo¿ 8.5f bi-directional guiding sheath medium was used during the procedure. The carto vizigo¿ 8.5f bi-directional guiding sheath medium was exchanged and the procedure was continued. Additional information was received on the event. The hemostasis valve at the end of the carto vizigo¿ 8.5f bi-directional guiding sheath medium became detached. The valve did not break into multiple pieces. The hemostatic valve became detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was maybe 5 ml. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. The investigation was completed on 28-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. There was fluid leaking from the hemostatic valve after the dilator was introduced. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used during the procedure. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. Additional information was received on the event. The hemostasis valve at the end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium became detached. The valve did not break into multiple pieces. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was maybe 5 ml. According to pictures provided by the customer, the hemostatic valve appears dislodged in the hub. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If the device is received in the future, the product investigation will be performed and updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)